Event description:
It was reported that the patient had an intermittent "out of regulation (oor)" messages and "call your doctor" icons displayed on their programmer over the past few weeks. It was not clear if the error messages displayed were independent of each other, or the same message. The patient did have a CT mylegram performed but indicated that the oor message was displayed prior to the procedure. It was also noted that the patient was not able to adjust stimulation. On (B)(6) 2012, the patient experienced leg pain, despite increasing stimulation. Patient had an appointment scheduled for (B)(6) 2012 to evaluate system. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).